Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier. Interrogation revealed low impedance and exit block. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.